Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -5.0/6.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye. There was patient contact and patient injury. Iris prolapse was observed. Additional sucture was performed. Cause of the event was both user error and the device. Reportedly, "icl transected into 2 halves. Same happened to back up icl + obviously double & triple checked no plunger capture of icl prior to injection." On (B)(6) 2023, the replacement lens was implanted and the problem was resolved. Status of the eye is, "comfortable day! Post op & happy with binocular improvement."

Manufacturer narrative:
A4-a6:unk. H6: work order search: one similar complaint from initial lot was found. Claim#(B)(4). Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "4581- iris prolapse" should be added. H6-health effect- impact code: "4629" should be removed. B5- the reporter indicated that the surgeon intraoperatively implanted and removed a 13.2mm vticmo 13.2 implantable collamer lens of dipper -5.00/6.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient injury. The patient experienced iris prolapse. Additional suture was performed. On (B)(6) 2023 a replacement lens of the same model and length; similar power lens was implanted and the problem was resolved. Status of the eye is, "comfortable day! Post op & happy with binocular improvement." The reporter indicated the cause of the event was the device/user error and the device failed to perform as intended. Cause details provided: "icl transected into 2 halves. Same happened to back up icl + obviously double, tripled check. No plunger captured icl period to injection". Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).